Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that an alert for low, out of range, high voltage lead impedance was observed during a routine follow-up. The lead was explanted and replaced. The patient was doing fine after the event and will be monitored.